Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced early-morning low glucose while using the ilet bionic pancreas and received troubleshooting and education, including guidance that extra food before bed could contribute due to sleep-related metabolic changes. Symptoms included lightheadedness and hunger without other reported signs. Outcomes included low glucose and a rapid glucose decline, which were treated with oral glucose. Investigation included a review of user-reported history and blood glucose questionnaire. Investigation of this case revealed no device malfunction or component issue identified based on available information, and the exact cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.